Event description:
It was reported that a physician was using a sprinter legend balloon to treat a lesion located in the rca of a primary patient (patient presented with an mi) to treat an occluded stent that was implanted approximately 5 years ago. It was reported that the lesion was a little difficult to wire being a stent restenosis and acute occlusion but once done, the first balloon tracked relatively easily some visualisation was established and the branch wired. There were no issues with the wire loading access and all went straight forward as one balloon already been through the lesion. On attaching the balloon on first inflation, the pressure failed to rise. So the physician began to withdraw the balloon to replace it but noticed that the balloon was not withdrawing but the catheter was and noted the balloon to have broken off about the level of the hypotube. By placing another balloon alongside, it was possible to successfully trap the balloon in the guide and withdraw the whole lot through the radial sheath as one entity and all products were extracted from the patient. As the patient was still in the middle of this infarct, physician then had to gain access through the femoral instead and completed the procedure without incident, with relatively modest flow in the vessel. It was reported that this was more to do with the anatomy and presentation than the procedure. The patient continued to recover in ccu. Device evaluation: the hypotube had detached 78cm distal to the strain relief. The detachment sites were oval and jagged. Additional kinks were present along the hypotube. The balloon had not been inflated. Blood residue was evident inside the inner lumen however, there was no blood residue inside the inflation lumen. The balloon was inflated to 8atms (nominal) and 14atms (rbp) without any issue. The balloon maintained pressure confirming that there was no evidence of a leak on the distal detachment portion of the device. The distal end of the proximal hypotube detachment portion was blocked off. Pressure was applied to the device and there was no evidence of a leak. A mandrel was passed through the proximal hypotube detachment portion. A large amount of blood residue was pushed out of the hypotube indicating the device had leaked at the detachment point.

Manufacturer narrative:
Evaluation, results: related to operation context (most likely that the event is related to the attempt to the use of the device during the procedure); deformation problem. Conclusion: operational context contributed to event (most likely that the event is related to the attempt to the use of the device during the procedure). (B)(4).